Event description:
While wearing the external equipment, the pt reportedly had no sound perception. The pt was seen at center for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's ci device was explanted. The pt was reimplanted with another advance bionics cochlear implant.